Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized after being involved in a car accident on (B)(6) 2016 at 6:30 am with a blood glucose level of 36 mg/dl. The customer was treated for their blood glucose with orange juice and IV fluids. Customer stated that she does not think her pump is over delivering. The customer stated that they were the driver of the car. The customer refused troubleshooting the high blood glucose level they experienced because they said it was due to treatment. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not return the product back for analysis.